Event description:
It was reported, the bronchofibervideoscope working channel was broken. The issue occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image (black screen with with error code b30) (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a degredation problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.